Event description:
The customer reported a display issue with their pump, where the screen failed to show information despite the backlight being on, and the pump vibrated and sounded upon button presses. The caller did not provide information on whether the display issue affected their blood glucose levels. Cts resolved the issue by sending a replacement pump, advising the customer to use an alternate insulin delivery method (mdi) until the new pump was received. The replacement pump included updated software, with guidance on using a g7 sensor provided, and the customer acknowledged understanding all instructions.